Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the connector was kinked and damage was observed. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.